Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 20-april-2024, it was reported by the patient that two infusions set fell off due to which hyperglycemia occurred within 24 hours of use. High blood glucose level was 300 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1875997- MDR 3003442380-2024-05101- device 2 of 2